Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (non-functional) was confirmed. As received, the battery would not power on. Upon evaluation, the battery pack cells were defective with an output voltage of 0.019v, 1.215v, and 1.218v. The cause of the non-functional battery pack is the defective cells. The root cause of the defective cells cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor returned a battery pack indicating that it would not power on a monitor.